Event description:
Reportedly, 3f aortic bioprosthesis was explanted after 5 years, 7 months implant duration, due to cardiac insufficiency. At explant it was noted that 2 of the cusps were calcified. No peri-prosthetic leak. It was replaced with a sjm epic, size 23mm. Pt is reportedly doing fine.

Manufacturer narrative:
Valve is being returned to contract pathology lab for analysis. Review of the device history record for this valve confirmed that it met all specifications and passed all inspections prior to release.